Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing ipg protrusion through the skin. It was noted that there was an actual break in the skin and the ipg was visible. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4): device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. (B)(4): device evaluation indicated that the paddle was cut and was not returned. X-ray inspection on the remaining of the lead found that all the cables were intact. Damage to the lead is a result of a typical explant procedure and it is not considered a failure. Review of the sterilization record revealed no anomalies.

Event description:
A report was received that the patient was experiencing ipg protrusion through the skin. It was noted that there was an actual break in the skin and the ipg was visible. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was having difficulty holding a charge.

Event description:
A report was received that the patient was experiencing ipg protrusion through the skin. It was noted that there was an actual break in the skin and the ipg was visible. The patient underwent an explant procedure.